Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A work order was created for further service on the device; however, the work order was cancelled, and the record was closed with no further actions performed by philips. There were not details in the record for the reason the work order was cancelled. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a broken navigation ring button. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer was performing a performance verification test (pvt), and it was observed that the navigation ring button was broken and required replacement. Investigation ongoing.